Event description:
It was reported that a patient initially diagnosed with degenerative disc disease (ddd) had an anterior procedure performed at l4-s1. A competitor cage was inserted at l4-l5 along with a 37mm 3-hole lordotic plate was placed at that level. The procedure was completed successfully with no patient complications. According to the report, at the patient's first routine follow up visit, x-rays were taken and revealed the plate had pulled out. It was also reported that the patient was experiencing pain and fusion had not occurred with this patient. A revision surgery was performed 21 days post-operatively in which the inner body device and 3-hole plate were removed along with removal of the posterior instrumentation and reimplantation of pedicle screws. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
X-ray interpretation: "multiple revisions performed after failure of initial l4/l5/s1 posterior interbody fusion. Attempted revision with anterior large interbody spacer at l4 and plate, ultimately also failed due to loss of l4 pedicle screw (non-medtronic) fixation, failure and subsidence of interbody spacer (non-medtronic) and pull out of plate (medtronic)."